Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The DHR review, which examines the DHR, ncrs, and ecos, will be conducted as part of the root cause investigation.

Event description:
The problem is described as followed: "at the end of the angioplasty, when I tried to remove the catapult, the patient was very tense and in a lot of pain. Because she tensed up, the catapult wouldn't come out and it broke inside the vessel. The doctor had to anesthetize the patient so she wouldn't move and would stay relaxed. Then they prepared her and performed the cutdown." Patient present at time of event?: yes. Patient complications: discomfort/pain in the physician's opinion. Did the device or procedure cause or contribute to the patient complication?: unknown. Medical or surgical interventions: cutdown. Patient admitted to hospital beyond the standard of care: unknown. Patient outcome: expected to fully recover. Device acquired from a distributor?: no. Patient outcome: f19: surgical intervention, f17: sedation. As reported device codes: 1048: break, 1346: difficult to remove as reported patient codes: 9205: pain. Type of procedure: angioplasty.

Manufacturer narrative:
Initial emdr report submitted on 01/10/2026 per mor# 3003637635-2026-00001. The complaint device was returned. The manufacturing record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from manufacturing record review, root cause is established as human error - execution.s.

Event description:
I he problem is described as tollowed: "at the end ot the angioplasty, when I tried to remove the gatapult, the patient was very tense and in a lot of pain. Because she tensed up, the catapult wouldn't come out and it broke inside the vessel. The doctor had to anesthetize the patient so she wouldn't move and would stay relaxed. Then they prepared her and performed the cutdown." Patient present at time of event?: yes patient complications: discomfort/ pain in the physician's opinion did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: cutdown. Patient admitted to hospital beyond the standard of care: unknown patient outcome: expected to fully recover. Device acquired from a distributor?: no patient outcome: f19: surgical intervention, f17: sedation as reported device codes: 1048: break, 1346: difficult to remove as reported patient codes: 9205: pain type of procedure: angioplasty.